Manufacturer narrative:
Since the returned device was destroyed, it is impossible to proceed to actual evaluation. But, it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. There is no patient's info, and since it is difficult to reconstruct at that time in the lab and limited info, it is hard to find out exact root cause for this complaint. And the complaints will continue to be monitored for same case. This report is retrospective report due to FDA foreign inspection warning letter. Fracture might occur from the patient's peristaltic action. For this issue, it is documented in the product's user manual. However, the suspected device is not registered to us FDA and it has not been shipped into the us.

Event description:
Dr. (B)(6) used a rectal approach with a fuji dual channel therapeutic scope 3.8 diameter channel. He refused to use a guide wire feeling there was no need. He labored with the positioning of the introducer. Once the desired positioning of the introducer was achieved by confirmation of fluoroscopy, deployment was attempted. Grasping the y-port and holding the proximal end of the introducer against the nurse's chest an attempt was made to pull back the outer sheath. Deployment failed. Multiple attempts were made with an actual shearing of the blue sheath just distal to the numbers identifying the size of the stent. Dr. Sigmund pulled apart the introducer separating it from the outer sheath. The scope was then removed and the stent was removed from the scope. Patient tolerated procedure with no adverse effect.